Event description:
Over past 4-5 months, about 1 out of every 40-60 adult transport circuits breaks at the exhalation valve. The exhalation valve tubing port breaks off and breaks into one or more pieces, leaving a hole in the top cap of the valve about the size of 2/3 of a dime coin. This has occurred when mild to moderate pressure is applied in checking for secure connections of component parts prior to product use. Customer reports no prior experience of this event in several years use of this product. This event could cause a pt to suffer an untoward outcome of death or serious injury if it caused loss of ventilation to the pt, if this loss was not recognized by the caretaker in a timely fashion and/or if it occurred in a setting in which immediate other manual or mechanical ventilatory support was not available to the clinician and pt.